Event description:
It was reported that there was no proximal marker band on the guide wire. A forte guidewire was selected however it was noted there was no 5mm proximal marker band on the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: as received, the specimen consists of one each clinically used 185-014, mod, w/mkrs, ext device, returned coiled, loose and double bagged within "zip-lock" style poly biohazard pouches. No other original packaging or other devices involved in the reported event is included. The specimen presents indications that the proximal pt (platinum) marker coil is missing by physical examination under 80x magnification. While under fluoroscopy the inner pt coil and the distal pt marker coils are visible; the proximal pt marker coil is not visible. Upon receipt of permission to dissect; the specimen was dissected to remove the outer stainless steel coil to gain access to the three inner pt marker coils. The dissection confirmed the inner marker coil and the distal marker coils are present, but the proximal marker coil is not present. The specimen presents multiple bends of varying severity and frequency, scattered over the length of the device. Deposits of dried blood-like material are present on the uncoated surfaces of the specimen. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported that there was no proximal marker band on the guide wire. A forte guidewire was selected however it was noted there was no 5mm proximal marker band on the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.